Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the anterior aspect, measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation revision surgery with 575cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture on the left side and a suspected rupture on the right side, which were diagnosed via magnetic resonance imaging. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2022-12529 for the contralateral event.

Manufacturer narrative:
On january 24, 2023, mentor received additional information. Mentor became aware that the patient's right implant was removed intact. As such, rupture is no longer applicable. The patient experienced capsular contracture of an unspecified baker grade in the right breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 16, 2022, mentor received additional information. The authorization form for examination was received. As such, the product was re-evaluated with the following. Microscopic examination was performed on the edges of both tears, and parallel striations were found in the whole area of the two (2) tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer's reference number: (B)(4).